Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. The patient condition was unknown and the patient is on do-not-resuscitate (dnr) status and no further medical intervention is planned.